Event description:
Information has been received by the baxter medical information manager concerning an inquiry from a rep and a centre who reported an unexpected death of a male patient following treatment with a baxter pump. The centre was unable to confirm if a colleague or pca ii pump was in use at the time of the event. The facility is unable to determine which pump was associated with this event. Both types of pumps were in the patient's room at the time of the death. Further information has been requested. The centre requested information concerning the colleague pump and cell phone interference. Conflicting information has been received regarding the type of pump involved at the time of the patient's death. The centre did not suggest the pump was responsible for the cause of death. The pump was not isolated. The centre is conducting an investigation.

Manufacturer narrative:
The device(s) was not isolated at the time of the event.